Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user believed the pump was delivering too much insulin; review of device data showed insulin had been paused for over 12 hours before a subsequent low glucose, and the user also reported the touchscreen backlight would not illuminate despite the sleep/wake button functioning. Symptoms included a low blood glucose event. Outcomes included continued cgm use and a device replacement to address screen visibility. Investigation included review of uploaded pump data and troubleshooting with the user. Investigation of this device revealed no dosing malfunction while insulin was paused and identified a screen backlight failure consistent with a display hardware issue, while frequent pauses could adversely affect algorithm performance. It was concluded, based on previously established findings for similar reports, that the low glucose occurred while disconnected from insulin and that the device issue was attributable to a hardware display defect rather than a dosing malfunction.